Event description:
It was reported that during a procedure, blood started to leak from the valve of the faradrive steerable sheath clear while using the non-boston scientific mapping catheter. The sheath was not replaced, and the procedure was completed using the sheath. There were no patient complications. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.